Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl, a high ketone level, vomiting, extreme thirst, and a heart attack. The cause of elevated bg was unknown. Additionally, customer was unsure when the heart attack occurred during the event. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, and customer was given a heart stent. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained.